Event description:
It was reported by service report that one of the legs on the x-frame was unstable on the cot. One load wheel sat on the ground and the others were a couple of inches off of the ground. No pt involvement or adverse consequences are reported.